Event description:
Total left hip arthroplasty/total right hip arthroplasty. Both hips have had severe pain in groin area and near/around surgical area. Cannot lift left leg to get into a vehicle without manual help (physically lift with hands). Cannot walk up or down stairs without a great deal of pain in femur area and groin area or both legs. Cannot sit, stand, or walk for a period of time. This operation was supposed to make me mobile again so I could return to work. I am not on disability and my quality of life is now just existing. I have become allergic to my pain medicine and am left to deal with it because medicine will not cover other forms of pain killers such as pain patches. I have had several x-rays, MRI and CT scans and they all show nothing wrong. Have been to other specialists for 2nd and 3rd options. They also could not find anything wrong. I say that you can't see a joint popping in and out of the socket when you are laying still. The left one pops and the right one has dislocated on two occasions but has repositioned itself before I reached the orthopedics office and has "given out" on four other occasions with falling down stairs twice; into a window once; and just walking across the floor spilling hot coffee all over my daughter's white dog and rug. It has been an everyday struggle and I am sure I will remember more events if they are needed. Everything is documented in my medical reports with my surgeon and my family physician. Addl implant date (B)(6) 2010.